Event description:
It was reported that, after connecting the gel pad to arctic sun device, the flow rate was inadequate. The issue resolved and normal flow rate after replacing it with a new gel pad. The event occurred during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.